Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the damaged pins in a mobile power unit (B)(6) patient cable was confirmed. (B)(6) was evaluated by edc tech services staff. Visual inspection revealed bent pins and one broken of pin within the white power connector of the patient cable. The patient cable was replaced, and the mpu went through a full functional checkout. The repaired (B)(6) was returned to customer. The root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii patient handbook and heartmate iii instructions for use (IFU) section 3 ¿powering the system¿ informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. The device history records were reviewed and the records revealed that the mobile power unit (mpu) was manufactured in accordance with mfg. And qa specifications. (B)(6) was manufactured on 04nov2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pins of the mobile power unit plug were damaged and bent.